Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that for the past few days they have not been in good shape because they are getting shocks in their extremities including their fingers and feet. The patient thinks they need their ins replaced. The patient is feeling stimulation too much and was getting shocked during the call. It was recommended that the patient call back once they have their patient programmer if they need help turning their stimulation off. The patient does not have a managing healthcare professional (hcp) so they were sent a hcp listing. No further complications were reported/are anticipated.